Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of a 5.0 cm diameter abdominal aortic aneurysm. It was reported that the graft cover would not retract as the physician was deploying the device. The physician did not want to remove the device and thought it would be fine and re-seated was able to successfully deploy the stent graft. Upon removal of the delivery system the tapered tip would not retract. The physician pulled the delivery system out through the introducer sheath but the tapered tip assembly remained in the patient. The physician grabbed the tapered tip assembly of the delivery system and was successfully removed. Upon inspection it appeared that the tapered tip assembly and delivery system had separated. The stent graft was accurately implanted. The final angiogram showed no adverse effect from the device. The physician stated the cause of the event is unknown. No clinical sequelae were reported and the patient is fine.